Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl; cause was not provided. Additionally, it was reported that the pump software did not suspend insulin delivery. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.